Manufacturer narrative:
Additional information: b5: it was reported that a toric icl patient experienced lens rotation. Lens explant has been performed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
It was reported that a toric icl patient experienced lens rotation. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.